Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ shielded IV catheter would not retract when the button was pressed. The following information was provided by the initial reporter: "customer is stating that catheters are not retracting or retracting without buttons being pushed."

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2235211, and no quality issues were found during production. Our quality engineer reviewed the provided photos. In the first photo, the engineer identified three insyte autoguard packages. Two of the units were from lot 2235211 and one unit was from lot 2300673. The unit from lot 2300673 was determined to belong to a different investigation and will be discussed in more detail in that investigation. In the second photo, five packages were identified with four 22 gauge insyte autoguard devices from lot 2235211 and one 20 gauge insyte autoguard device from lot 2298015. The 20 gauge insyte autoguard device was determined to not belong to this investigation and will be covered in its own investigation. This investigation will only focus on the 22 gauge insyte autoguard units from lot 2235211. Additionally, in the second photo the engineer identified "needle stuck" was written across the packaging label of three of the 22 gauge devices and "retracting before stick" was written on the 20 gauge device. However, in both photos the engineer was unable to inspect the actual devices for defects. The only information available was the packaging labels. There was no signs of a device in a failed state or evidence of a retraction failure. Therefore, based off the provided photos the engineer was unable to verify the reported defect. Since no defects were visible in the provided photos the engineer could not determine a definitive root cause for this issue. However, a trend has been identified for this issue and an investigation has been opened by the manufacturing facility to correct any issues.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ shielded IV catheter would not retract when the button was pressed. The following information was provided by the initial reporter: "customer is stating that catheters are not retracting or retracting without buttons being pushed."